Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Knee red [erythema]. Knee swollen [joint swelling]. Knee painful [arthralgia]. Aspirate the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a patient, initials unknown (demographic not provided). The patient's relevant medical history was not provided. On an unspecified date in 2013, the patient initiated treatment with synvisc (hylan gf-20) injection (route of administration and dosage regimen not provided), in an unspecified knee. The lot number of synvisc was not provided. On an unspecified date in 2013, the patient developed a post injection reaction to synvisc which looked like septic arthritis. The patient's knee was red, swollen and painful. On an unknown date in 2013, the patient's knee was aspirated (joint effusion). It was reported that the patient was treated with corticosteroid injection (unspecified) for all the events. It was also reported that the physician would not repeat the synvisc injection (hyaluronic acid injection) in the patient. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the casual relationship of synvisc with all the events.